Event description:
Hospital reported that the pump was infusing at an incorrect volume for the selected rate. The pump was then sent to central supply for cleaning and was circulated into the biomed shop. Hospital advised that all settings had been changed and it was not possible to determine the settings or the mode of operation at the time of the event.the nurse stated to biomed that they occluded the patient side and got no alarm.